Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a hypoglycemic event occurred. The patient stated while attempting to pair a new transmitter, he had experienced a low blood sugar event and woke up to the paramedics treating him with glucose via intravenous (IV) therapy. Additionally, it was reported that the patient did not update the transmitter identification (ID) when he attempted to replace the transmitter that had expired. Without inputting the transmitter ID, the transmitter would be unable to pair. At the time of contact, the patient was in stable condition. No additional patient or event information is available.